Event description:
The pt complained about inability for longer exercising during a follow-up. In view of physician, the pt follow-up data revealed that, during recorded pt exercise episode, the device switched to an inadequate pacing mode.

Manufacturer narrative:
(B)(4), this event concerns a device that was manufactured and used outside the united states. Analysis is pending.